Event description:
The fe reported that the system intermittently would not perform fluoroscopy. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.